Event description:
It was reported that the patient presented for follow up. An interrogation of the the implantable cardioverter defibrillator revealed episodes of non-sustained right ventricular over-sensing caused by intermittent ventricular capture. The patient had been in slow ventricular tachycardia with multiple changes made to their medication and an increased capture threshold. Programming interventions were made. No further adverse patient events were reported.

Manufacturer narrative:
Correction: h6 - health effect - clinical code.